Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys ft3 iii ver. 2 (ft3 v2) assay on cobas e801 module compared to the accuraseed wako method. An interference is suspected. No incorrect results were reported outside of the laboratory. The sample was collected on (B)(6) 2023 and initially tested with ft3 v2 on the customer's cobas e 801 module on an unknown date. The sample was treated with a 25 % polyethylene glycol (peg) solution and repeated on the customer's cobas e 801 module. The sample was repeated using the wako accuraseed ft3 method. The sample was provided for investigation, where it was tested with the ft3 v2 assay on a second e 801 analyzer on (B)(6) 2023. During investigations, the sample was also tested with the ft3 v2 assay on a cobas e 411 analyzer. The sample was also repeated using the abbott architect ft3 method on (B)(6) 2023. Refer to the attachment for all relevant patient results. The serial number of the customer's e 801 analyzer is 17g9-06. The ft3 v2 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is 14d9-06. Ft3 v2 reagent lot number 669112, with an expiration date of 28-feb-2024 was used on this analyzer. The serial number of the e411 analyzer used for investigation is 65g1-25. Ft3 v2 reagent lot number 686656, with an expiration date of 28-apr-2024 was used on this analyzer.

Manufacturer narrative:
The sample was received for investigation. The customer's ft3 iii results were reproduced. Further investigation of the sample confirmed an interfering factor against the biotinol component of the reagent. This interference caused the high ft3 iii results. The difference in ft3 iii results from the different roche analyzers was caused by the different physical reaction conditions of each assay and the effect of the identified interfering factor. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.